Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that after a fall the patient's lead migrated and the patient lost effective therapy. Surgical intervention was undertaken to replace the lead. Effective therapy was established postoperatively.